Event description:
It was reported that the shock impedance of the cardiac resynchronization therapy defibrillator (crtd) system decreased from 50 ohms down to 35 ohms. It was also mentioned that there was vegetation on the leads. Technical services discussed that in the context of infection or sepsis that the shock impedance decrease could be related. It was also noted that right ventricular (rv) threshold increased around the same time and was possibly related to the patient's health condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).